Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's battery pins and tightened the main battery wire harness. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device shut down while monitoring a patient. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
Corrected data: section h10 additional mfg narrative of the initial medwatch report indicated: physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's battery pins and tightened the main battery wire harness. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Section h10 additional mfg narrative of the initial medwatch report should indicate: physio-control contacted the customer to request additional information on the patient. The customer stated that there was no harm to the patient, but there is no further patient information available. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio-control verified the reported issue by evaluating the device download data. Physio-control replaced the device's battery pins and tightened the main battery wire harness. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Additional manufacturer narrative: the cause was likely a combination of worn battery pins and a loose connector.

Event description:
The customer contacted physio-control to report that their device shut down while monitoring a patient. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.